Manufacturer narrative:
The user facility reported that ear loops on their ultra fluid resistant masks had become unattached. In one instance the ear loop went into an employee's mouth and became lodged in the employee's trachea. The employee was taken to the emergency room. The device was not returned to the manufacturer for investigation and therefore confirmation and root cause of the reported event could not be established. Crosstex will continue to monitor for similar events to ensure the product continues to perform as expected.

Event description:
The user facility reported that ear loops on their ultra fluid resistant masks had become unattached. In one instance the ear loop went into an employee's mouth and became lodged in the employee's trachea.